Event description:
Same case as MFR: 2134265-2012-05468. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a embolization intervention procedure, the coil detached prematurely. The target lesion was located in the mildly tortuous portal vein. This 8mmx40cm interlock-35 along with a 5f non-bsc catheter were selected; however, the device became stuck inside the catheter. An attempt was made to pull the coil back but the coil disconnected inside the catheter. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, device analysis revealed that the interlocking arm of the coil was found pulled off.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned complaint device revealed that the coil was severely stretched at the proximal end. Stretching and kinking was also evident at the distal end. Traces of dried blood were present on the distal fiber bundles and the interlocking arm had been pulled off. The coil zap tip shape and surface was smooth and there was evidence of weld marks on the coil. As the coil was damaged, not all dimensions could be measured. The dimensions that could were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "the interlock - 35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter. "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." (B)(4).